Manufacturer narrative:
Additional information: according to the information received from the field a technical implant failure seems likely. Facial nerve stimulation was also reported, which is a known undesired side effect of cochlear implantation, and the recipient's cochlear malformation may increase its risk. However to determine an exact root cause device investigation would be necessary. Re-implantation is considered but no date has been scheduled yet.

Event description:
Reportedly the recipient was a non-user for approximately the last 10 years due to limited benefit and facial nerve stimulation.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Reportedly the recipient was a non-user for approximately the last 10 years due to limited benefit and facial nerve stimulation.